Event description:
It was reported by the customer that a pyxis anesthesia es system had liquid emerged from the back panel while turning on and there was a burning smell coming from the device. During device inspection, water damage from an apparent spill which caused to fail, and it started to be sparked. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to water damage from an apparent spill. A field service engineer opened up the back panel, replaced the communication cable and mini drawers to resolve. The system functioned as intended.

Manufacturer narrative:
Corrected and or additional information is included in the following section b5, d1, d3, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-sep-2022 to 16-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the spark and burning smell was due to water damage from the spill. The field service engineer replaced the internal pyxibus cable, mini drawer 1, full height matrix drawer 3, 4, and 5 the drawer and communication sled to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system had liquid emerged from the back panel while turning on and there was a burning smell coming from the device. During device inspection, water damage from an apparent spill which caused to fail, and it started to be sparked. There were no adverse events or injuries reported based on this incident.